Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2007. The patient experienced pain, erosion of her internal bodily tissue post-operatively. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Corrected narrative: it was reported that a patient underwent a gynecological procedure to treat vaginal, rectal and uterine prolapse on (B)(6) 2007 and pelvic floor repair mesh was used. The patient experienced pain and erosion of her internal bodily tissue postoperatively. On (B)(6) 2007, the patient underwent a revision of pelvic floor repair mesh. The surgeon extruded pelvic floor repair mesh of approximately a 8cm x 4 cm segment in the posterior vaginal wall with copious amounts of granulation tissue. The patient continued to experience mesh erosion issues and had additional mesh removal procedures on (B)(6) 2008, (B)(6) 2008, (B)(6) 2009 and on (B)(6) 2010, at which time she had a surgisis graft implanted. (B)(4). This is one of three medwatches being submitted. See also medwatch 2210968-2012-01111 and 2210968-2012-01112 . The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional information. Additional narrative: it was reported that the patient underwent excision of exposed mesh on (B)(6) 2010 by (B)(6) at (B)(6).